Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (e2, e3, and g2) and to provide an update to field (h3). The device was evaluated by olympus. The evaluation confirmed the following: loose scope socket and paddles are not connected to the video connector socket. All of the paddles are loose and disconnect when slightly moved. Additionally, there was a non-reportable (non-pae) defect noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the device malfunction occurred due to paddles not being connected to the video connector socket and the scope socket was loose, therefore; no image was displayed. However, olympus could not identify the cause of the defect, and the root cause of the device malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the visera elite video system center at the beginning of a transurethral resection of a bladder tumor, pictures would not show up on the video system center. Multiple cameras were tried, but there was no image. Though the procedure was prolonged, the length of the delay was minimal. There were no reports of patient harm.